Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 789025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenopause. Urine hcg was negative. Concurrent conditions included body mass index normal, obesity, tunnel vision, swollen tongue, paraesthesia of fingers, periarthritis, uterine bleeding, menses irregular, joint pain, difficulty sleeping and uterine enlargement. Concomitant products included oral contraceptive nos since 2012, paracetamol (acetaminophene) since (B)(6)2011 and sumatriptan (imitrex) from (B)(6)2012 to (B)(6)2016. In (B)(6)2010, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury: depression"), migraine ("other injuries/symptoms: migraine/ migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition:anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("other injuries/symptoms/ weight gain or loss specify which one: weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, abdominal pain, dyspareunia, menorrhagia, migraine, weight increased and vaginal haemorrhage had resolved and the depression, anxiety, dysmenorrhoea, fatigue and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: state of essure implant: co discrepancy noted: date(s) of insertion: (B)(6)2010, (B)(6)2010. Received treatment for: pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, migraine, weight gain. Right ostia visualized: 3 trailing coils noted. Left ostia visualized: 2 trailing coils noted. Current weight 275 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6)2011: result: total bilateral occlusion. Imaging procedure - on (B)(6)2011: bilateral occlusion. Pregnancy test - on (B)(6)2016: negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine, weight increased, abdominal pain, pelvic pain, dyspareunia, menorrhagia, vaginal discharge, dyspareunia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs and mr received. Lot number added. New events: abnormal bleeding (vaginal), mental anguish, dysmenorrhea (cramping), fatigue, vaginal discharge were added. Outcome of the event bleeding updated. New reporters added, plaintiff's information updated. Medical history, concomitant conditions and drugs were added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 789025) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenopause. Urine hcg was negative. Concurrent conditions included body mass index normal, obesity, tunnel vision, swollen tongue, paraesthesia of fingers, periarthritis, uterine bleeding, menses irregular, joint pain, difficulty sleeping and uterine enlargement. Concomitant products included oral contraceptive nos since 2012, paracetamol (acetaminophen) since (B)(6) 2011 and sumatriptan (imitrex) from (B)(6) 2012 to (B)(6) 2016. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse), menorrhagia ("menorrhagia (heavy menstrual bleeding), depression ("psych injury: depression"), migraine ("other injuries/symptoms: migraine/ migraines / headaches"), vaginal hemorrhage ("abnormal bleeding (vaginal), anxiety ("psychological or psychiatric problems condition:anxiety"), dysmenorrhoea ("dysmenorrhea (cramping), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and mood swings ("hormonal changes describe: mood swings") and was found to have weight increased ("other injuries/symptoms/ weight gain or loss specify which one: weight gain"). On an unknown date, the patient experienced genital hemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and mood swings was resolving, the genital hemorrhage, abdominal pain, dyspareunia, menorrhagia, migraine, weight increased and vaginal hemorrhage had resolved and the depression, anxiety, dysmenorrhoea, fatigue and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital hemorrhage, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: state of essure implant: co. Discrepancy noted: date(s) of insertion: (B)(6) 2010. Received treatment for: pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, migraine, weight gain. Right ostia visualized: 3 trailing coils noted. Left ostia visualized: 2 trailing coils noted. Current weight 275 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: bilateral occlusion. Pregnancy test - on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine, weight increased, abdominal pain, pelvic pain, dyspareunia, menorrhagia, vaginal discharge, dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: pfs received : event outcome updated for event mood swings. Event of genital hemorrhage downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 789025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenopause. Urine hcg was negative. Concurrent conditions included body mass index normal, obesity, tunnel vision, swollen tongue, paraesthesia of fingers, periarthritis, uterine bleeding, menses irregular, joint pain, difficulty sleeping and uterine enlargement. Concomitant products included oral contraceptive nos since 2012, paracetamol (acetaminophene) since (B)(6) 2011 and sumatriptan (imitrex) from (B)(6) 2012 to (B)(6) 2016. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury: depression"), migraine ("other injuries/symptoms: migraine/ migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition:anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and mood swings ("hormonal changes describe: mood swings") and was found to have weight increased ("other injuries/symptoms/ weight gain or loss specify which one: weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and mood swings was resolving, the genital haemorrhage, abdominal pain, dyspareunia, menorrhagia, migraine, weight increased and vaginal haemorrhage had resolved and the depression, anxiety, dysmenorrhoea, fatigue and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: state of essure implant: co discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2010. Received treatment for: pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, migraine, weight gain right ostia visualized: 3 trailing coils noted left ostia visualized: 2 trailing coils noted current weight 275 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: bilateral occlusion. Pregnancy test - on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine, weight increased, abdominal pain, pelvic pain, dyspareunia, menorrhagia, vaginal discharge, dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 789025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenopause. Urine hcg was negative. Concurrent conditions included body mass index normal, obesity, tunnel vision, swollen tongue, paraesthesia of fingers, periarthritis, uterine bleeding, menses irregular, joint pain, difficulty sleeping and uterine enlargement. Concomitant products included oral contraceptive nos since 2012, paracetamol (acetaminophene) since (B)(6) 2011 and sumatriptan (imitrex) from (B)(6) 2012 to (B)(6) 2016. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury: depression"), migraine ("other injuries/symptoms: migraine/ migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition:anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("other injuries/symptoms/ weight gain or loss specify which one: weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, abdominal pain, dyspareunia, menorrhagia, migraine, weight increased and vaginal haemorrhage had resolved and the depression, anxiety, dysmenorrhoea, fatigue and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: state of essure implant: co discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2010. Received treatment for: pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, migraine, weight gain. Right ostia visualized: 3 trailing coils noted. Left ostia visualized: 2 trailing coils noted. Current weight 275 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: bilateral occlusion. Pregnancy test - on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine, weight increased, abdominal pain, pelvic pain, dyspareunia, menorrhagia, vaginal discharge, dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 789025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenopause. Urine hcg was negative. Concurrent conditions included body mass index normal, obesity, tunnel vision, swollen tongue, paraesthesia of fingers, periarthritis, uterine bleeding, menses irregular, joint pain, difficulty sleeping and uterine enlargement. Concomitant products included oral contraceptive nos since 2012, paracetamol (acetaminophene) since (B)(6) 2011 and sumatriptan (imitrex) from (B)(6) 2012 to (B)(6) 2016. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury: depression"), migraine ("other injuries/symptoms: migraine/ migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition:anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and mood swings ("hormonal changes describe: mood swings") and was found to have weight increased ("other injuries/symptoms/ weight gain or loss specify which one: weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, abdominal pain, dyspareunia, menorrhagia, migraine, weight increased and vaginal haemorrhage had resolved and the depression, anxiety, dysmenorrhoea, fatigue, vaginal discharge and mood swings outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: state of essure implant: co discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2010. Received treatment for: pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, migraine, weight gain. Right ostia visualized: 3 trailing coils noted. Left ostia visualized: 2 trailing coils noted. Current weight 275 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: bilateral occlusion. Pregnancy test - on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine, weight increased, abdominal pain, pelvic pain, dyspareunia, menorrhagia, vaginal discharge, dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: pfs received : event "hormonal changes describe: mood swings" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and migraine ("other injuries/symptoms: migraine") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, menorrhagia, migraine and weight increased had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: state of essure implant: co. Discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2010. Received treatment for: pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, migraine, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occlude. Imaging procedure on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. New events: pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, psych injury, migraine, weight gain were added. Outcome for pain, bleeding and other injuries/symptoms were added. Plaintiffs information added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.